Event description:
Pt with pneumonia, post op for ureter surgery, on the ventilator with settings of rate 20, flow 18 l/m, inspiratory time 1.0 second, 60% oxygen, peep +5 cmh20 and I:e ratio 1:2. Report stated that the ventilator failed, with the inspiratory time prolonged, causing the surgical wound to open up. Report stated that the child expired due to this event.